Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer had a diluent fluid leak. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that the source of the leak was the larger tube of center section of the blood sampling valve (bsv). The fse trimmed and reconnected the loose tubing to the center pad of the bsv module. There was no further evidence of leaking after the repair. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).